Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sheath tip of the subject device was found to be shaved and chipped. The issue was identified during a therapeutic procedure performed under sedation, while the device was in use inside the patient. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d9; g1; g3; h2; h3; h6 and h11. Corrected field: e1; h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stopper was damaged and missing; deformation of the sheath tip and damage to the component. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stopper was damaged and missing. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.